Event description:
Target was informed that during the procedure the "gdc" coil broke while inside the microcather. Target did not receive info on this complaint until 6/10/98. The pt's health was not affected by this occurrence.